Event description:
Complainant alleged that the clinicians were treating a 55 year old male patient who had fully coded, and who was in ventricular tachycardia. The clinicians then attempted to defibrillate the patient, but the device shut down immediately after the initial power-up, and would not power-up in either ac or battery mode. The clinicians were able to obtain another device to successfully defibrillate the patient. The complainant indicated that the patient subsequently expired. The first unit used on the patient medwatch report number 1220908-1999-00504.